Event description:
It was reported that balloon ruptured occurred. The 80% stenosis target lesion was located in the superficial femoral artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the sterling sl was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a rupture 11.5cm from the tip causing the balloon to leak. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occurred. The 80% stenosis target lesion was located in the superficial femoral artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.